Event description:
Family member called to report error alarms and they stated that the customer only reset time. However, the customer by that evening ended up in dka and was transported to the hosp. Assisted with reprogramming the pump.